Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the tubing clamp was defective. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient, was diagnosed with coronary heart disease. After the infusion with indwelling needle was completed at 16:00 on (B)(6) 2019, the tube sealing operation was given. After clamping the clip, the liquid could still be pushed in. A new intravenous indwelling needle was given and no harm was caused to the patient

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the tubing clamp was defective. The following information was provided by the initial reporter, translated from chinese to english: the patient, was diagnosed with coronary heart disease. After the infusion with indwelling needle was completed at 16:00 on (B)(6) 2019, the tube sealing operation was given. After clamping the clip, the liquid could still be pushed in. A new intravenous indwelling needle was given and no harm was caused to the patient.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9050886. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. In response to the event reported a device history review was conducted for lot number 6294176. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.